Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose level of 450 mg/dl. The customer is out of the country and has leaking quick set out of the hole the insertion needle goes through on the back of the set where the quick release is attached. The customer treated for high blood glucose with a manual injection. Mother stated the customer has changed the infusion set site twice, no blocked alarm, and has tried 2 sets from same lot number. Advised to revert to back up plan per health care professional's instructions until another infusion set is available.